Manufacturer narrative:
This investigation is completed. Upon further information this investigation will be updated.

Event description:
It was reported that an increase in pace impedance measurements was noted when it comes to this right ventricular lead as well as an increase in pacing thresholds. A lead fracture or calcification was suspected. No further action was taken. No adverse patient effects were reported.